Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The battery was returned for failure investigation. On visual inspection, no anomalies were observed. The analysis showed the ventilator would not accept power from the battery when disconnected from wall power and would not charge the battery when connected to wall power; communication could not be established. The cause of the event was isolated to communication issue in battery. It was reported that, during patient transport, a pb980 ventilator shut down. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation device summary: the medtronic service engineer (se) inspected the device, found the battery not charging with a red dot and an exclamation point on the status display. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed. The ventilator memory logs were reviewed and identified an intermittent shutdown/restart confirming the customer's report the event. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient transport, a 980 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.